Event description:
The pack ruptured as they were activating it and the solution got into the eyes and skin of the clinician. Spoke with staff who stated the employee immediately washed the product contents off of the skin and rinsed the eyes. Employee experienced blurred vision, burning sensation and watering of eyes. Employee went to a physician, who prescribed eye drops. Employee is doing well at this time and has experienced no further problems.